Event description:
On (B) (6) 2010, surgery was performed on this pt to repair a tendon in the hip. The pt had undergone a total hip revision (B) (6) 2007. Upon entry into the joint, the surgeon noticed 2 pieces of plastic. Further examination in-vivo indicated visually a fracture of the poly liner at the rim. The liner was still intact within the acetabular cup with the hip properly located. Liner and head were removed and replaced. Surgeon noted no impingement throughout the range of motion with the 32mm liner.

Manufacturer narrative:
Evaluation summery: the liner dimensions as returned cannot be evaluated due to the fracture. Sem analysis of the fractured liner shows evidence that the fracture occurred by fatigue, originating on the outer diameter, propagating, along the outer and inner diameters. Causes of liner fracture listed in the literature include trauma, pt activity, pt weight impingement (contributing factors: cup position or geometry of the cup/head/stem system, pt movements), dislocation (contributing factors: pt neuromuscular deficiency, inadequate tissue tension, cup position, prior surgery on the hip), reduced strength relative to non-crosslinked liners, liner oxidation, and relatively thin polyethylene at the cup rim. Notes of the revision surgery in 2007 when the trilogy longevity liner was implanted indicate the cause of that revision was recurrent dislocation. The surgeon explicitly states in the notes that a 36mm liner/head was selected to mitigate the potential for future dislocations. The surgeon observed stability of the joint throughout the range of motion at the time of the surgery. No x-rays are included; evaluation of the cup position is not possible. Previously referenced follow-up also noted no pain with range of motion in the right hip. At the final revision surgery, the 36 mm liner was replaced with a 32mm liner, and no impingement was observed by the surgeon throughout the range of motion. The observations make impingement less likely, though it cannot be ruled out. It is unk whether the torn tendon was caused by trauma, dislocation, or by the fractured liner. The root cause of the liner fracture can not be determined from the info provided. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.